Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked after the pump fell between a car door and the door was shut, resulting in an unusable screen that prevented unlocking and routine actions; the affected device component was the touchscreen and the device problem involved fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with physical damage causing a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.